Event description:
After 37 months of implantation, this implantable cardioverter defibrillator was explanted because of an over-sensing issue. The implantable cardioverter defibrillator was on the suspect list for over-sensing; however, at that time, the list was generated by angeion corp; the device was already explanted. Therefore, this device was not submitted on a MDR at the initial transfer of responsibilities.